Event description:
It was reported that a patient had not used stimulation in a while because he hadn't needed it for pain. It was noted that the patient had a pacemaker and defibrillator implanted on (B)(6) 2012, and the patient thought that the doctor who did the implant may have turned down the device. The reporter stated that the patient had a follow-up appointment with the doctor, who told the patient that he didn't turn down the stimulation. The patient had a return of symptoms, which included pain in his back. The device was turned 'wide open,' meaning that it was set as high as it would go. The reporter stated that normally, if the patient had it turned up so high he 'wouldn't be able to stand it.' It was reported that currently the patient was 'barely feeling anything.' It was noted that there were no falls or trauma related to the event. It was reported that there was a loss of therapeutic effect and the patient was not getting the therapeutic relief he needed. It was noted that the patient programmer seemed to be working as intended after changing batteries. Two weeks later it was reported that the patient was still having concerns about his device or therapy, but had not sought further help. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7495lz66, serial# (B)(4) implanted: (B)(6) 2002, product type extension; product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3998, lot# la8952, implanted: (B)(6) 2002, product type lead. (B)(4).